Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a eds3 drainage system (ID (B)(6)) disconnected from a lumbar drain. Lumbar drain was removed due of drain disconnection. Patient was monitored and was in satisfactory condition. No surgical delay reported.

Manufacturer narrative:
The eds 3 drainage system (ID 821731) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, the possible root cause of the problem reported by the customer, could be due to the transferring of the patient, catheter not securely tightened. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.